Event description:
Additional information received reported that the patient recovered without sequelae. The patient experienced underdose symptoms as a result of the event. The healthcare provider opted to replace pump as the elective replacement indicator was to occur soon.

Event description:
Additional information received reported the patient was very sick.

Event description:
It was reported and confirmed that a motor stall and recovery occurred twice last week in the event logs. It was unknown if the second stall had actually recovered, however, it was noted that the patient did not have a magnetic resonance imaging (MRI) procedure. It was also noted that the elective replacement indicator of (4 months) and therefore the patient was scheduled to have the pump replaced on (B)(6)-2012. It was later confirmed that the second motor stall did not recover and the cause of the event was due to end of life. It was also reported as a result of the event, the patient experienced pain, nausea, and vomiting. It was indicated following the event that the patient was receiving effective therapy via increased oral medications. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump found pump motor gear train anomaly/corrosion, wear and/or lubrication. Significant residue was found on the upper shaft of gear 2 and also, some residue was found on the jewel of gear 2.